Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the ipg using the external devices. The sjm rep met with the pt and confirmed the issue. F/u identified the pt was to be scheduled for surgical intervention to address the issue.